Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing 2. Summary of follow up/corrective actions taken: the investigation is ongoing 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No

Event description:
1. Describe the event: there was an allegation about questionable high results for 1 patient tested for elecsys t4 on a cobas e801 analytical unit and for 1 patient tested for elecsys t4 on a cobas 8000 e 602 module. 2. Patient age range: asku, 3. Patient weight range: asku, 4. Patient sex breakdown: asku, 5. Patient race breakdown: asku, 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For 1 of the events: summary of investigation results: the investigation did not a product problem. The cause of the event was consistent with a pre-analytical issue (a clot was detected in the sample) at the customer's site. Pre-analytical is within the customer's responsibility. Summary of follow up/corrective actions taken: the analyzer was checked and no problem was found. For 1 of the events: summary of investigation results: a general reagent issue can be excluded, as a different reagent kit from the same lot performed according to expectations at the customer site. The customer did not perform qc on the reagent before use. Per product labeling: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per cobas e pack, and following each calibration." The specific cause of the event could not be determined; however, the event is consistent with a storage or transportation issue. Summary of follow up/corrective actions taken: the customer replaced the reagent pack and the issue was resolved.